Manufacturer narrative:
Additional information received indicated that the physician¿s opinion on the cause of this adverse event was the procedure and believed that 40 w was too high, and the his electrogram was not checked sufficiently. The patient was transferred to (B)(6) hospital, and a permanent pacemaker was implanted. It is unknown if the patient was discharged from the hospital. Relevant tests/laboratory data include iatrogenic av block, and other relevant history/preexisting condition is premature ventricular contraction. A ngen pump and generator were used for the procedure. As such, the following fields have been updated: b 6. Tests/lab data including dates, b7. Medical history/preexisting condition, and h 6. Health effect, impact code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31680216l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro catheter and the patient experienced complete atrioventricular block which required extended hospitalization. The report indicated that during ablation near the his bundle (approximately 10mm from the his) at 40w and 30g with unstable catheter contact, av block occurred. The event occurred during ablation at the base of the rv annulus (at the 3 o¿clock position). After the onset of complete atrioventricular block (cvab), ablation was stopped, but cavb did not resolve. Administration of isoproterenol also failed to resolve the cavb. After confirming no issues on body surface echo, the procedure was terminated. The physician's opinion on the relationship between the event and the product was that the issue is not directly related. There were no abnormalities observed prior to or during use of the product. The physician¿s assessment on health hazard was serious. Extended hospitalization was noted. The patient was monitored until the next morning, and if cavb persists, a permanent pacemaker implantation (pmi) was planned. The patient's condition was unknown at the time of the call. The contact force (cf) monitoring method used was dashboard, vector, and visitag. The visitag coloring setting was tag index. The additional filter in visitag was fot. Causal relationship with the product is unknown. At this time, there is no indication that a permanent pacemaker has been implanted.